Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the electrode belt current test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, corrosion was found in the ECG c and d cable. The cause of the electrode belt current test failure is the corrosion in the cable. The root cause of the corrosion cable cannot be positively identified but is likely liquid ingress of an unknown contaminant. No adverse event resulted from the corroded cable. The last pt to use this belt did not report any deficiencies.